Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a catheterization volume of 250 cc and then the day of the call it was back to 400 cc and had regressed back. The caller also mentioned that the patient had not been tracking fully so they were unsure. A second call regarding the patient determined that the patient was hoping to see more results in the self-volume or less in the cath amount. The patient was hoping to see more of an improvement, confirmed that at the time of that call the patient was getting the 50% minimum for cath volume. In a follow-up call however the patient indicated that the cath volume goes back and forth. A third call from the consumer indicated that the patient woke up the morning of the call and was not able to void even though their bladder was full. The patient also reported that they thought that they were only supposed to feel stimulation on their vaginal area. A later call regarding the patient indicated that the patient was not experiencing improvement and at the beginning of the trial they were not drinking as much and getting dizzy. A final call from the consumer indicated that the ens batteries were starting to go dead. The caller was advised to connect with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.